Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 80341, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for nineteen applications on the day of the event. The catheter failed the performance test because a system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection" appeared during the integrity test. The dissection test showed a kink on the guide wire lumen at 1.3405 inch from the tip of the catheter. The pressure test showed a breach through the kink on the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.